Event description:
It was reported that the patient is experiencing lower back pain. The patient is unsure if it is device related.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate stem. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Manufacturer narrative:
An event regarding revision due to pain involving an unknown rejuvenate modular device was reported. The event was confirmed. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall.

Event description:
It was reported that there was a revision of a right rejuvenates hip. Replaced stem, neck and head but left cup. Patient revised for fretting and corrosion at the neck juncture.